Manufacturer narrative:
(B)(4). The covidien failure investigation technician inspected the device and isolated the malfunction to the crank arm and a blown fuse on the logic board. The covidien technician replaced the crank arm and the fuse and conducted performance verification testing on the device; all tests passed.

Event description:
Covidien received info stating that during the maintenance of an achieva ventilator it stopped cycling displaying a hardware error and then would not turn. The ventilator was not in use on a pt at the time the malfunction occurred.